Manufacturer narrative:
The device referenced in this report was discarded by the user facility; therefore, device evaluation could not be performed. Reference complaint # (B)(4).

Event description:
It was reported that a patient was brought into the electrophysiology (ep) lab for an atrial fibrillation (afib) and atrial flutter ablation procedure. Prior to the procedure, the physician used a baylis nrg® transseptal needle and an agilis¿ nxt steerable introducer sheath for transseptal access. Due to the patients' rotated anatomy and low fossa ovalis, the physician encountered difficulty obtaining access to the left atria (la).once the access was gained, the physician inserted and placed an abbott quadripolar catheter into the patient's right ventricle (rv) and a boston scientific duodecapolar catheter into the the right atria (ra) with the distal tip positioned in the cs. The acunav intracardiac echocardiography (ice) catheter was also inserted and placed in the ra. Then an abbott tacticath¿ ablation catheter was inserted through the agilis¿ sheath. The agilis¿ sheath was removed and was exchanged for the medtronic flex catheter. At this point, a drop in patients' blood pressure was noticed and a pericardial effusion was noted by the ice catheter. All the catheters were removed from the patients' heart and a pericardial drain was put in place. When it was observed that there was only minimal effusion, the patient was moved out of the ep lab in stable condition. No additional information was provided. According to the physician, the cause of the effusion was most likely caused by the baylis nrg® transseptal needle. The acunav ice catheter was listed as a concomitant device.